Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No actions were taken for the issue.

Event description:
It was reported that a smiths medical pump failed for delivery accuracy during testing ( -9.95%).